Event description:
Couldn't walk for a week except for crutches [unable to walk]. Case narrative: initial information received on 07-may-2021 from (B)(6) regarding an unsolicited valid social media serious case received from a patient. This case involves a patient (demographics unknown) who experienced couldn't walk for a week except for crutches with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate (formulation, dosage batch number, route, frequency, indication unknown). On an unknown date, after unknown latency, the patient couldn't walk for a week except for crutches (gait inability). This event was leading to disability. Corrective treatment: crutches. At time of reporting, the outcome was unknown for the event couldn't walk for a week except for crutches.

Event description:
Couldn't walk for a week except for crutches [unable to walk] case narrative: initial information received on 07-may-2021 from canada regarding an unsolicited valid social media serious case received from a patient. This case involves a patient (demographics unknown) who couldn't walk for a week except for crutches with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate (formulation, dosage batch number, route, frequency, indication unknown). On an unknown date, after unknown latency, the patient couldn't walk for a week except for crutches (gait inability). This event was leading to disability. Action taken: unknown corrective treatment: crutches at time of reporting, the outcome was unknown for the event couldn't walk for a week except for crutches. A product technical complaint (ptc) was initiated on 07-may-2021 for synvisc. Batch number: unknown; global ptc number: 100124907. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA is required. Investigation complete date: 14-may-2021 additional information was received on 14-may-2021 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.